Manufacturer narrative:
Device passed displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected critical pump errors were noted during testing. After further review, however, there are signs of previous moisture presence and corrosion around the battery connectors.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that after the customer had gone swimming, the insulin pump received critical pump error alarm with an open book image. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.